Event description:
Further follow-up revealed that the pt experienced bradycardia prior to having a vns implant. It was also reported that the pt is doing well since he had a new vns generator implanted. No further incidents of bradycardia have been reported to the MFR. It was not confirmed if the bradycardia was related to the vns therapy. The generator was returned and analyzed. Product analysis summary: the device current output was observed and monitored for 27.0 hours at 38.5 degrees c. No variations in output were noted. The magnet output responded appropriately, as programmed. There were no performance discrepancies observed. No electrical or visual anomalies were identified that could adversely affect device performance. The generator is operating within limits, meeting the MFR's final electrical test specifications. The cause of the reported stimulation could not be felt and increased seizures are unknown as the device was found to operating as intended in analysis. Potential causes of not feeling stimulation include: user error, device malfunction and pt has becoome accustomed to the device stimulation, therefore, no longer feels it. Potential causes of increased seizures include: without pt knowledge, the generator reaches end-of-service or is nearing end-of-service, generator malfunction, lead discontinuity, inadequate settings which resolved after parameter changes, user error, disease related (disease progression), change in drug regimen and/or interactions with anti-epileptic drugs, sleeping abnormalities, depression and anti-depressants, insufficient physician training.

Event description:
Reporter indicated that pt has experienced a recent increase in seizure activity above previous efficacy with the vns therapy. It was also reported that initiation of magnet mode stimulation no longer elicited a coughing response from the pt as it had in the past. Review of x-rays did not reveal any obvious discontinuities in the ncp system. Based on known device settings, generator battery end of life is not likely. Device diagnostic testing was within normal limits, indicating proper device function. Investigation has been unable to confirm proper device function as no response has been received to manufacturer's request for additional info from treating neurologist.